Event description:
The reporter stated that while a pt was being monitored by an alarm during the night and she attempted to get out of the bed and fell. The alarms magnet string broke therefore; the magnet did not come off of the alarm to sound the alarm. The pt incurred a fractured pelvis, shoulder and bleeding in the head. On (B)(6) 2011, the pt had a pin put into her hip/pelvis area and her shoulder is being immobilized. Neurosurgery didn't feel she was a surgical candidate for the head injury.

Manufacturer narrative:
(B)(4). - shoulder, magnet string broke. Eval results: the product was requested to be returned but the facility will not allow it to be released. The facility allowed posey to take pictures of the product. Note: the alleged failure could not be duplicated when using an in-house sample of the same model. Note: posey received a user facility medwatch report # (B)(4) from the facility. (B)(4).